Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress was observed. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, when the pentagram was inserted into catheter some air ingress was noticed on aspiration. With less force, the issue was resolved, and procedure continued. When ablating the right sided veins, a bubble was noticed in the sheath. Aspiration did not work well with the hemostasis valve allowing air in. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is not expected to return as it was disposed.